Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was located in the mildly calcified. 90% stenosed, 2.0 - 2.5 mm in diameter, left anterior descending artery (lad). The vessel was not predilated. A 2.50 x 20 mm taxus express2 drug eluting stent was deployed in the lad with the distal portion of the stent overlapping a previously placed bare metal stent. Serveral dilations of the delivery balloon were made. After deployment difficulties, removing the stent delivery system was encountered. Taking great care to avoid deep engagement of the guide catheter, the physician achieved withdrawal with considerable traction. The stent remained in good position and well apposed. No patient complications were reported . The current status of the patient is reported as `good'.